Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed based on evaluation of the returned packaging. Method & results: device evaluation and results: the unit carton, without shrink wrap and the opened outer blister, IFU, the sealed inner blister and femoral component were returned for review. The flange on one side of the outer blister is broken off, the fractured section remains adhered to the opened tyvek lid. The outer tyvek lid had been completely removed from the outer blister. The inner blister was returned intact and unopened. The inner blister was opened as part of this investigation, there is evidence of a good seal between the inner blister and the tyvek lid. The returned device looked unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event indicated the packaging was noted to be damaged upon opening. The unit carton, without shrink wrap and the opened outer blister, IFU, the sealed inner blister and femoral component were returned for review. The flange on one side of the outer blister is broken off, the fractured section remains adhered to the opened tyvek lid. The outer tyvek lid had been completely removed from the outer blister. It is not possible to determine the cause of the reported pack damage, however it appears that this pack was subjected to excessive handling/a shock event to cause the damage noted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep received information 8.1.2019 that during knee surgery on (B)(6) 2018 when the nurse opened the package and she realised that the inner package's lid was already open. There was a few minutes delay during the surgery because the nurse needed to get a new item.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding packaging issue (blister lid opened). Lot ID: there have been no other similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep received information 8.1.2019 that during knee surgery (B)(6) 2018 when the nurse opened the package and she realised that the inner package's lid was already open. There was a few minutes delay during the surgery because the nurse needed to get a new item.